Event description:
The patient slept on a concrete floor while in jail. Afterward stimulation turned off 1-2 times a day. When the patient felt no stimulation, the neurostimulator "on" icon was not seen on the patient programmer. The patient was seen in clinic. The off events did not coincide with activities, time, or location. The patient did not report new equipment at home or other surroundings. Impedance measurements were normal. The patient planned to keep a journal of on/off incidents. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.